Event description:
It was stated that the catheter deflated during treatment. Doctor reported that during the treatment, the catheter balloon collapsed and rendered useless. There was no indication of pt injury.